Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result on the architect c8000 analyzer. The following data was provided: initial 6.0mg/dl, repeated 1.8, 2.0, 1.0 mg/dl. Eight other samples were elevated, however no specific data was provided. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacing the cuvette dry tip (list number 09d51-02) and reagent 1 probe (ln 01g47-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.